Event description:
Per the clinic, the patient experienced magnet dislodgement after an MRI (1.5 tesla). Subsequently, the patient was hospitalized (specific date not reported). The patient underwent revision surgery under general anesthesia on (B)(6) 2024 to replace the magnet. The implanted device remains.